Event description:
It has been reported to philips the device beeps because battery is out of order continuous beeping after battery change.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2023-03147. Device investigation is pending the return of the device. Device investigation will take place on (B)(4) .

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2023-03147. Device investigation took place on (B)(4).